Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic endobronchial ultrasound (ebus) procedure, the bronchofibervideoscope displayed error code b30 (scope communication error). The intended procedure was completed using an olympus backup device. The patient was under sedation, with a procedural delay of less than 30 minutes reported. There was no report of patient harm associated with this event.